Event description:
It was reported that: while ventilating a patient, there was a loss of inspiratory control and excessive volume delivery. Tidal volume was set to approximately 9-11 cc, but the ventilator was over delivering. The ventilator alarmed, the screen blanked out and the device did a power up sequence. The patient was ventilated with an alternate device and then placed on another ventilator. It was reported that there was no patient injury.